Event description:
The jetstream g3 was advanced to treat a 2 lesions located in the mid superficial femoral artery (spa). The device was used to treat the lesion using the minimum diameter mode twice and maximum diameter mode twice. It was then removed for an angiogram. It was decided to re-insert the device to treat the lesion using the maximum diameter mode. The device was then removed from the patient. Upon removal of the filter guidewire, an additional angiogram was performed which showed distal emboli at the trifurcation level. An aspiration catheter was then used to attempt to retrieve the material, which was unsuccessful. The patient was brought back a week later and the distal emboli was still at the trifurcation level. An aspiration catheter was used once again and followed up with a thrombolytic agent drip overnight. The patient was brought back the next day with the anterior tibial artery now open.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. It is important to note that a filter guidewire was used in this case but is not a compatible accessory. The IFU includes a caution regarding the use of guidewires not listed for use, "use only listed compatible guidewires and introducers with the jetstream g3 system. Use of any supplies not listed as compatible may compromise performance of or damage the jetstream g3 system."